Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number, expiration date - unknown ; date implanted - approximately 15 years ago; PMA/510(k) number - unknown; manufacture date - unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty in 1999. Subsequently, a revision occurred on (B)(6) 2014 due to polyethylene wear. The femoral and tibial bushings, yole, axle, locking pin and tibial bearing were removed and a resurfacing femoral component was implanted.